Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a high blood glucose and compressed forced alarm. Customer¿s blood glucose level was 453 mg/dl and 438 mg/dl. Customer also stated that the drive support cap was flushing. Customer declined troubleshooting for high blood glucose. The product will return for the analysis.

Manufacturer narrative:
Device alarmed motor error during basic occlusion test. Due to loose or protruded drive support disc unable to perform occlusion test, prime test, excessive no delivery test.